Event description:
Baxter reported an overinfusion of the device found during pt use. The pt experienced nausea and edema. The total fill volume of the deviec was 240 ml of 5fu and an unk diluent. The duration of the infusion was 250ml in 40 hours. The device was connected via a needle and the drug was injected intravenously. No additional info.